Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the change out procedure of the existing implantable cardioverter defibrillator (ICD), difficulty was encountered loosening the set screws of the right atrial (ra) and right ventricular (rv) port. Troubleshooting was attempted, but only successful with the rv set screw. The ra set screw would not release, so the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.